Event description:
At 11 days post implant, during product extraction, the lead fracture and the distal electrode and blue monofilament coil remained in the patient's tissue. No subsequent patient complication has been reported.